Manufacturer narrative:
Product analysis in the images provided the stent struts in the body of the stent appear to have deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during positioning and deployment of the abre venous self-expanding stent system for treatment of an 80% stenosis in the mid left iliac common vein, stent deformation occurred in vivo. The procedure included balloon pre-dilatation and post-dilatation with a 12 x 80 mm balloon. Flebography was performed after deployment to verify that no lesions occurred. No patient complications have been reported as a result of this event.